Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had a battery depletion error, with an approximate battery longevity of 15%. The physician contacted a technical service (ts) consultant to review data. Ts provided recommendations for a device replace in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had a battery depletion error, with an approximate battery longevity of 15%. The physician contacted a technical service (ts) consultant to review data. Ts provided recommendations for a device replace in the near future. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this sicd device was surgically explanted and discarded at facility. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.